Manufacturer narrative:
Initial.

Event description:
It was reported that the cartridge was cracked and leaking into the pump, and the user indicated they prefill cartridges and that one likely fell, which aligns with a device problem of fracture involving the reservoir component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including guidance to carefully clean with a cotton swab after rewinding the pump and to avoid prefilling cartridges. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.